Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient a right hip revision arthroplasty approximately seven years post implantation due to pain. No additional patient consequences were reported.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The event will be reported in MFR 0001825034-2018-03832.